Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 33mm 7300tfx mitral valve in tricuspid position underwent a valve-in-valve procedure after an implant duration of 2 years, 10 months due to calcification and degeneration. The patient presented with acute on chronic heart failure nyha 3. The ttvr procedure was successfully performed with a 29mm s3ur valve. The patient was in stable condition post-procedure and discharged on pod #14. Per medical records, pre-op cta shows a well-seated tricuspid valve, leaflet are calcified, thicken and restricted. Echo shows elevated gradient across the tv, mg 18mmhg, severe tv stenosis and mild-moderated intravalvular regurgitation.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: g3, g6, h2, h6: (type of investigation, investigation findings, investigation conclusions). It was reported that a patient with a 33mm 7300tfx mitral valve in tricuspid position underwent a valve-in-valve procedure after an implant duration of 2 years, 10 months due to calcification and degeneration. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve... Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. A device history record (DHR) review was performed, and no relevant non-conformances were identified. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including end stage renal disease.